Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, oversensing of noise, and a drop in pace impedance measurements to less than 200 ohms. Technical services (ts) recommended a lead revision due to the age of this lead and provided programming options to be done in the meantime. This lead remains in service. No adverse patient effects were reported.